Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to a tip fold-over. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 26, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 01, 2022.